Event description:
It was reported that a spectrum infusion pump had a damaged door. During baxter's device evaluation, the device alarmed door not fully latched. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed found that the device alarmed door not fully latched, which is considered a reportable event. The evaluation found that the alarm was caused by a backed out mechanism screw, which mounts the pumping mechanism tot the front case, which prevented proper latching operation. The evaluation found that the force required to secure the door was above expected levels. The mechanism screws were replaced to correct this condition.